Manufacturer narrative:
D.9 updated as the pump was returned for investigation. The investigation for the positioning issue has been completed. The pump was returned for investigation along with a blue catheter anchor. The catheter was soaked in water to remove dry blood. The catheter anchor was able to slide across the catheter while pressing the blue button and no issues were observed. The blue button was functioning according to specifications, and no issues were encountered while operating the blue button. The cause of the positioning issue was catheter anchor use issue related based on returned product investigation. D.4 revised model number from the initial submission of manufacturer device report number in accordance with updated procedures. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 supporting a patient for over 11 days while awaiting transplant. On day 11 the pump's blue button failed which did not allow for pump repositioning. The pump was explanted the following day.

Manufacturer narrative:
The impella device was not received from the customer and therefore, ¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.